Event description:
It was reported that the pt's device was showing an increase in ohms value from 1916 ohms one year ago to 6583 ohms recently. Lead impedance was ok on diagnostics, however. Reporter also noted that the end of service projection was 7.7 years remaining on year ago and now is showing 2.9 years remaining. The device output current was turned down to preserve battery life. It was also reported that the pt had a serious fall with broken limbs. X-rays were taken and reviewed by the manufacturer. Upon review, the positive electrode appeared to be broken and the electrode placement may be off. No other anomalies were noted. Based on the x-ray images provided, the exact cause of the increased lead impedance is unk; however, the broken positive coil and electrode placement may be contributing factors. Attempts for further info have been unsuccessful to date.